Manufacturer narrative:
Adress shortened from "no.(B)(6) due max number of characters allowed restriction. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device displayed a lamp error code e105. The issue occurred during preparation for use for an unspecified procedure. The intended procedure was not completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to light emitting diode (led) unit failure, and the phenomenon that was pointed out by the customer was reproduced which are the following: the led harnesses were burnt, the error e300 occurred due to defective sensor board, the front panel harness has worn out, and the front panel and heat spacers were discolored. However the root cause could not be determined. As a result of confirming instruction for sue (IFU) manual and labelling on the product, there was no abnormality leads to the phenomenon. Olympus will continue to monitor field performance for this device.